Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad/adjust belt messages) was isolated to the electrode belt¿s pulse wire in the trunk cable being broken, causing the ecgs to not be recognized. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.